Event description:
It was reported that this right ventricular lead exhibited high capture thresholds. This lead was attempted to be removed but the helix would not retract so lead was surgically abandoned. This lead was successfully replaced. No additional adverse patient effects were reported.